Event description:
It was reported by the rep the device was used during a colon resection. It was reported the anvil came off in the pt after the staple. Co had to retrieve the anvil with co's hand and the donuts did not form. 6/4/1998 the first donut formed and the second donut did not form. Another circular stapler was pulled to complete the case. There was no consequence to the pt.